Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pre-operative planning for cup position was 45 degrees inclination and 25degrees version. However, on post operative xray, the cup inclination looked much lower (around 30deg). Human error (bone registration, CT landmarks and bumped array) was discussed and ruled out. According to surgeon, cup fixation was tight and no screws or manual impaction was done that could have shifted the cup position after robot impaction. Cup version and leg length also matched the results on the screen on assessment. Final cup position was also captured on the surgical results page that showed 45 inclination and 25 version. To summarize, all results on mako matched the live results except for cup inclination (broad difference from plan). Surgeon verbalized that final cup position was acceptable and no harm caused to patient. Tha case.

Manufacturer narrative:
Reported event: an event regarding inaccurate cup version involving 3.0 rio robotic arm - mics, catalog: (B)(4) was reported. Method & results: -device history review: a review of the DHR associated with rio 543 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn (B)(4)) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 14 other reported events (B)(4)). -conclusion: upon reviewing registration, it was found that the CT landmarks and patient landmarks do not match. When the CT landmarks and patient landmarks do not match, it results in rotational error and an implant impaction with incorrect inclination. No system defect or malfunction is suspected. Pelvic landmark collection was not done per IFU. Guidance on pelvic landmark selection can be found in the total hip user guide (pn (B)(4) rev00) on page 109.

Event description:
Pre-operative planning for cup position was 45 degrees inclination and 25degrees version. However, on post operative xray, the cup inclination looked much lower (around 30deg). Human error (bone registration, CT landmarks and bumped array) was discussed and ruled out. According to surgeon, cup fixation was tight and no screws or manual impaction was done that could have shifted the cup position after robot impaction. Cup version and leg length also matched the results on the screen on assessment. Final cup position was also captured on the surgical results page that showed 45 inclination and 25 version. To summarize, all results on mako matched the live results except for cup inclination (broad difference from plan). Surgeon verbalized that final cup position was acceptable and no harm caused to patient. Tha case.